Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. The faradrive steerable sheath and farawave catheter were prepped in normal fashion with no issues. The faradrive sheath was inserted with normal blood pullback, and the farawave catheter was inserted. Before proceeding, during the pullback and flush of the catheter and sheath, air was found in the line and syringe. Upon pulling out the farawave catheter, the sheath exhibited acceptable blood pullback with no evidence of air. Given this, the issue was attributed to the catheter, and the initial catheter was replaced with a new one from account stock. The second catheter was prepped with no issue and inserted into the original sheath. Unfortunately, at sheath and catheter pullback prior to procedure start, air was again visualized and now felt the issue was the faradrive sheath. The whole system was removed, and a new sheath was opened and prepped. This system was then inserted and drew back and flush with no issues. Additionally, it was suspected that the initial sheath had a damaged valve. The sheath is expected to return for analysis.